Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their stimulator wasn't working, and they believed it was due to a problem with the recharger. Pt said that they saw a message on the controller: "battery is empty. Cannot provide stimulation. Recharge your implanted device." Pt said they had the recharger plugged in for half a day, but it wouldn't recharge their implant. Pt said the issue started about four or five days ago and they called mdt rep about four days ago, who said to call patient services. Troubleshooting was unable to be performed as the call disconnected. Called pt back, but call went to voicemail. Patient called back on registered phone number with equipment present. Pt was stating that something was wrong with their external equipment and not their implant. Pt kept on receiving the message can't find the device reposition and pt kept on receiving the message they need to recharge the battery. Pt was unable to charge their implant for the last 3 or 4 days. The pt showed the rep the messages. Pt had reset the controller 3 or 4 times but that did not resolve the issue. Pt was just about done with this for it had been nothing but a heartache since implanted; pt asked their doctor to make a surgical appointment to get the implant removed. During call pt verified there was no damage to the rtm and no damage to the controller charging port.